Event description:
Boston scientific received information that this product was part of a system revision due to infection. This pacemaker was then used as a temporary pacing device. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). The product is not expected to be returned as the hospital kept the product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.